Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported that from 2005 to 2013 they got a lot of relief and it was working wonderfully but after that, 2 channels or 2 leads, somehow were not giving them the stimulation they needed. The patient was with their hcp right now and they were working with them because 2 of the wires, 2 channels had worn out they were trying to get the best possible relief for their symptoms, the channels wore out probably when the bowel problems got worse in 2013. The patient said they have dystonia and that was the reason for the dbs but it doesn't help with the spasms they have inside their body, doesn't help with the spasms of involuntary muscles including the bowel and bladder, the dbs doesn't help with that. The problems were getting worse. It was also reported that the patient wanted their life to be worth living, they have no quality of life at the moment. No further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components. Implanted: (B)(4) 2013. Product type lead. If information is provided in the future, a supplemental report will be issued.